Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer questioned cov-2 positive results retrieved on the alinity m resp-4-plex assay on the alinity m instrument. The customer stated that 12 samples were ran on december 12, 2021 and they were questioning the results due to a high amount of false positive results retrieved on that run. The samples were reran on an unknown platform (elitech or genexpert). The customer reported that 6 out of 12 samples resulted negative. The customer reported an additional 29 false positive results on the alinity m resp-4-plex assay. That the samples were retested on their alternative platform (elitech or genexpert). The results were negative. The customer had a total of 35 false positive cov-2 results on the alinity m resp-4-plex assay. Only the negative results were reported outside the lab. There was no impact to patient management reported due to this observation. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The run involving sample identifications (sid) listed in the ticket, met assay specification requirements. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover was identified for 10 out of the 35 discrepant results. However, all of the results were obtained on one date and upon decontamination, the issue did not reappear. Based on the population analysis, the clinical specificity / clinical sensitivity rate meets the specifications as defined in the package insert or product requirement. Per the ticket text, "most likely the issue occurred due to a contamination in the lab" (environmental and/or pre-analytical) as the issue was identified on one date and did not reappear upon laboratory decontamination. No abnormal amplification curves were identified, and the assay is performing as expected. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522687. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 522687. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 was not identified.